Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a guidezilla ii guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed flat spots on the distal shaft 4.7cm and 26cm from the tip. Microscopic inspection revealed damage to the tip and it is slightly flattened. There is a scratch mark 26cm from the tip. There is a scratch mark 2mm from the tip that caused a hole and made the marker band visible. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 01-aug-2019. It was reported that device had difficulty advancing occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 6f guidezilla ii was selected for use. During procedure, resistance was noted when advancing the device and found the distal tip was damaged upon removal. Even though the device had difficulty advancing, the device was completely and simply pulled out from the patient's body. The procedure was completed with another non bsc device. No patient complications reported. Patient was good post procedure. However, device analysis revealed that there was a scratch mark 2mm from the tip that caused a hole .